Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated they were able to clear the alarm. Customer stated they did not receive request to rewind insulin pump. Customer stated the self test was performed and test was passed. Customer also stated that they received failed battery alarm and the issue was resolved by changing new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.